Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-58 implantable pacing lead: (B)(6) 2009. A 5076-52 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
It was reported by the patient that alerts toned and their lead was bad. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.